Event description:
It was reported to philips that the blower was making excessive noise with error code 1122. This event was reported to have occurred during pre-use set up. There was no delay to therapy and no patient harm. The philips field service engineer (fse) confirmed and duplicated the reported issue. Following the evaluation of the device, the fse replaced the blower to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
(B)(6).